Manufacturer narrative:
Results of investigation: the returned reaction discs met acceptance criteria when tested with in-house panels. Without the returned sample, it cannot be determined if the complaint is sample related. Eval complete-final report.

Event description:
On 2/18/97, a pt had a positive home pregnancy test; she came into the office and a first morning urine gave a negative result. The test was read at the end of assay window. The disc was left sitting for approx 45 minutes and the nurse noticed the test was showing a positive result. The pt went to the hosp for a serum test; however, a urine qualitative test was done at the hosp and came back as positive. No specimen was retained by the account.